Event description:
Lab phlebotomist used co-flex -cohesive flexible bandage- on pt known to be allergic to latex. Because this product had a statement in red lettering: "a latex-free version of this product is available," the phlebotomist inadvertently used this product thinking it was a latex free product because of this red lettering took her eyes to the words "latex free." The black lettering on the label stated that the product contained natural rubber latex.